Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the arm links stuck. It is unknown if the issue caused any delay to the procedure. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. During the procedure, the arm was disconnected from the retractor. When the arm was connected to the retractor again, the arm links were found to be stuck. The arm links were released using hammer and used to continue the procedure. No health consequences or impact. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 19, 2021.   Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information); h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 174, 12). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 174 - material and/or chemical problem identified. Investigation conclusions: 12 - cause traced to device design. The affected sample was inspected upon receipt with no links sticking. The information provided with the complaint confirm that the unit was freed during the surgical procedure. An engineering investigation and CAPA has been initiated to determine a root cause to this failure mode. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.